Manufacturer narrative:
Investigation: our quality engineer inspected the returned photos and confirmed the reported observation of a color change in the graphic printing of the product packaging. The print on the package is still clear and legible. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. This is also the first complaint of this type received for this batch. A definitive root cause of this color change could not be determined.

Event description:
It has been reported that one syringe 20ml ll precise has been found with scale marking issues and label issues before use. The following has been provided by the initial reporter: note the printing on the top syringe in the first two photos is red on the 5ml syringe packet. On the second image the bottom syringe packet is sharp and blue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 20ml ll precise has been found with scale marking issues and label issues before use. The following has been provided by the initial reporter: note the printing on the top syringe in the first two photos is red on the 5ml syringe packet. On the second image the bottom syringe packet is sharp and blue.